Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during surgery on (B)(6) 2013, the awl broke. It was reported the patient was young with very hard bones. Reportedly there wasn't any impact on the procedure and the operation was completed successfully. The broken fragment was discarded of. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained awl has shown that the tip is indeed broken off and the remaining edges are blunt. This is an indication that this instrument has been often used over the years (sold in 2004). The broken surface is homogenous. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. We determine the complained malfunction as normal wear and tear caused due to frequent use. No product fault could be detected.